Event description:
It was reported via a trial that on (B)(6)2008, the pt underwent direct stenting in the restenosed distal right coronary artery with one xience v stent. On (B)(6)2009, the pt experienced coronary artery disease requiring hospitalization and revascularization via percutaneous coronary intervention for in-stent restenosis in the target vessel, but non-target lesion that was within 5 millimeters from the index xience v stent. The troponin level and electrocardiogram were both negative for a myocardial infarction. The pt was discharged the following day. There were no adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info.